Event description:
It was reported the customer received a motor error alarm during a bolus. Customer's blood glucose was 184 mg/dl. It was also found the customer had a compromised force sensor system alarm when they were attempting to prime their insulin pump.the customer could not recall any significant events leading to the alarm. Customer stated they were unable to complete the rewind sequence on their insulin pump. Troubleshooting also found the customer's drive support cap was sticking out. Customer also stated they have dropped their insulin pump in the past. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window and a missing end cap sticker.